Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: (B)(4), serial#: (B)(4), description: precision implantable pulse generator.

Event description:
A report was received that the patient had a broken lead. It was also reported that the lead was damaged prior the procedure. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the patient was experiencing los of stimulation due to broken leads. Sc-1110-02 (B)(4) device evaluation indicated that the device passed all tests performed and revealed no anomalies. Sc-8216-70 (B)(4) device evaluation indicated that the complaint of broken lead was confirmed. Visual inspection of paddle lead revealed set screw marks at proximal ends, each one located between spacer and electrode # 8. A properly inserted proximal end should show set screw marks on the retention sleeve of proximal end and not on the electrodes. It appears that set screws were tightened down prior to fully inserting the proximal ends of the paddle lead. The tails of paddle lead were cut approximately 9 cm from tip of paddle and the cables are exposed. The cut damage to the device is similar to the typical explant procedure and is not considered a failure.

Event description:
A report was received that the patient had a broken lead. It was also reported that the lead was damaged prior the procedure. The patient underwent an explant procedure.